Manufacturer narrative:
There was no reported device malfunction associated with the adverse event. System logs were requested but were not available. Additional codes added to h6.

Event description:
It was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, a pneumothorax was noted on the patient¿s post procedural x-rays. The patient was admitted to the hospital and was asymptomatic. No additional intervention was necessary, and the patient was discharged one (1) day later. There was no reported device malfunction associated with the adverse event.